Event description:
It was reported that there was an increase in left ventricular lead thresholds. An ischemic event noted. Other pacing configurations were tried but the thresholds remained high. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.